Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Also the impedance of the right ventricular pacing lead was beyond the expected upper range, the impedance trend of the right ventricular pacing lead was variable and the criteria for right ventricular lead integrity alert were met. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, oversensing, high sensing integrity counter (sic), and noise. The rv lead was reprogrammed and later capped and replaced. No patient complications have been reported as a result of this event.